Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Doctor reports patient a status of post right direct anterior hip replacement done approximately 3 weeks prior has a peri prosthetic fracture of the femur with the stem now being loose. Doctor decided to revise the stem to a restoration modular hip stem. The procedure was performed per surgical technique, 2 cables were applied, a trial reduction was performed. Satisfied the final implants were impacted and surgical site closed. Surgery was performed without incident.